Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (89 worldwide incidents out of estimated 199,000+ procedures performed to date) is approximately 0.045% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient (also a physician) reported she developed "nodules" at the superior portion of the right axilla and extended to the tricep 5 days post miradry treatment. The affected areas felt warm to the touch and painful. Oral antibiotic (augmentin) was prescribed but no improvement. Another antibiotic (doxycycline) was prescribed. By 7 days post-treatment, an abscess developed. Patient was admitted to the hospital for 3 days, since she was diagnosed with (B)(6) cellulitis and a 3x4 cm abscess that was I&d with general anesthesia. At 9 days post-treatment, patient was released from the hospital and recovered from the symptoms. By 16 days post-treatment, clinic confirmed the patient is doing much better and returned to work.